Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x38mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, the stent got lifted. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was stable.